Event description:
It was reported that the patient experienced stimulation in the wrong location (left leg instead of right), and an x-ray confirmed a lead migration. After unsuccessful reprogramming of the implantable neurostimulator, a lead revision/reposition was conducted during which it was discovered that the lead had pulled through the titan anchor. During an attempt to re-anchor to the original titan device, the anchor broke resulting in the use of a new anchor. A second lead was also implanted to the right of the original lead. Following the revision it was reported that the patient was getting good stimulation to the affected area.

Manufacturer narrative:
The anchor was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.